Event description:
Total parenteral nutrition (tpn) and intralipids (il) were infusing carrying in epinephrine and milrinone drips. When the bedside rn went to switch out the tpn and il, the end of the alaris tubing from the previous tpn broke off inside of the triport. The charge rn was called to the bedside and a new triport was flushed and put in place. No patient injury was reported. No further information was available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). No product was returned for investigation despite multiple requests. The customer complaint of end of tubing broke off in port could not be confirmed due to the product was not returned for failure investigation.